Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged black particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, section box h: (device) problem code grid was incorrect. In this report box h: (device) problem code grid has been updated/corrected.